Manufacturer narrative:
Insulin pump passed the displacement test but compromised forced sensor system alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime, compromised forced sensor system alarm. And excessive no delivery alarm due to compromised forced sensor system alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated display returned. Customer stated contact on battery cap were not damaged. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.